Event description:
Consumer called to report inaccurate reading with her meter when compared to a lab reading. Analysis run on consensus error grid using lab reading (194) as ref point vs bd readings (43) yielded some data points in the c zone of hte grid, outside of acceptable limits.